Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported patient's lead had high impedances, preventing patient from setting the ipg into MRI mode. Surgical intervention was undertaken wherein the system was explanted and replaced to address the issue. Therapy was restored post-op.